Manufacturer narrative:
The patient was seen by a doctor and a skull x-ray was taken with neurological clinical evaluation performed. The skull x-ray and neurological evaluation was negative; no broken bones or neurological problems resulting from event. Detachment of the throat cover is a known issue that has been previously investigated. Varian's investigation revealed that during treatment, the center throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees or 270 degrees, shadowing over the patient. A loose or incorrectly applied fastener would enable the latching mechanisms to fail, allowing the throat cover to fall onto the patient. The fiberglass cover weighs approximately 17 lbs., the center of the cover is at iso-center (close to the level of the patient) and the part of the cover that could hit the patient is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the patient's head. Varian has previously provided a customer technical bulletin to elaborate on how to latch the center throat cover properly. In addition, a design improvement to the latching mechanism was cut-in to manufacturing in august 2006. Further actions will be addressed in varian's CAPA process. No additional follow-up to this MDR is anticipated.

Event description:
The throat cover installed on the obi detached while treating patient, hitting the patient on the forehead; the gantry angle was at 90 degrees during obi acquisition. The patient was immobilized on the table with a plastic frame on his head. The center throat cover fell, hitting the patient's forehead, leaving visible marks of the plastic frame. A varian field service representative reported that he spoke with dr. (B)(6) about the health status of the patient; the doctor said that he continued the patient's treatments with normality to the end of phase-1. The patient should return to the hospital in 3 weeks for a new session of treatments (phase-2).